Event description:
It was reported to philips that all the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 ((B)(6)) is not sold in the us. However, its similar device (B)(6) is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned after the system was restarted. No harm to the patient or user was reported. A philips remote service engineer (rse) confirmed that restarting had not permanently solved the issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event log identified an issue with the automatic motion control (amc) in the motor assembly of the table. The fse replaced the amc ecat drive. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.